Event description:
The customer contacted olympus to report the evis exera iii xenon light source displayed a communication error (b30) while being inspected before an unknown procedure. The device was not used for the intended procedure. There was no report of harm or injury to the patient as a result of the event.

Manufacturer narrative:
An olympus field service engineer (fse) was onsite and inspected the device. After cleaning the insertion socket, the device operated as intended. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the b30 error occurred due to a temporary communication failure with the endoscope caused by a malfunction of the scope connector or the adhesion of dirt, dust, or other foreign material on the electrical contact area. It was recommended to clean the instrument insertion socket and check instructions for use (IFU) for correct operation. Olympus will continue to monitor field performance for this device.